Event description:
This is being submitted to report the clip delivery system (cds) shaft bending and jumping which occurred in the left ventricle and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared and inserted per the instructions for use (IFU), without issue. The cds passed all preparation on the table prior to use. When the clip was above the valve in the left atrium (la), an attempt was made to align the clip arms to the valve, but the clip would not open. Troubleshooting maneuvers were performed, which included cycling the lock lever. The clip then jumped open to 180 degrees after multiple cycling attempts. The clip was advanced into the left ventricle (lv); however, the clip would not open. During additional cycling attempts to open the clip, a bend was noted in the shaft, and it was observed that the clip continued to jump medial when the opening attempts were made. At this point, the cds was removed without issue. A new cds was used successfully. The clip was implanted and the mr was reduced to 1-2. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The clip delivery system (cds) was returned consistent with device preparation and the reported use of the device. During functional testing, the delivery catheter (dc) shaft was inspected using the straightness fixture, and the dc shaft did not meet manufacturing specification. An attempt was made to open the clip on bench with no curves applied and the clip opened to invert smoothly. It was noted that while unlocking the clip, the dc shaft would deflect/curve. To simulate a clinical condition, the returned cds and a proxy sgc were inserted into a water bath with a simulated inferior vena cava. A curve of 75 degrees was applied to the sgc in the + direction and a curve of 90 degrees was applied to the steerable sleeve in the m direction. The clip opened fully to invert without issue. There was no jumpiness experienced while opening the clip. The reported clip actuation issues were not confirmed via returned device testing. The discrepancy between what was reported and what was observed may be due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis and internal damage to the actuator assembly. More tension (e.g. Curves on the device, due to the anatomy, etc.) On the device or internal damage (such as bends) may make it more difficult to open the clip and/or steer the device. It was noted that during device testing, the dc shaft showed slight movement/deflection when unlocking the clip, confirming the reported bending of the dc shaft. To further examine the inner components of the device, the clip was deployed to remove the inner actuator assembly. The actuator mandrel was bent approximately 35 degrees, 4.5mm from the distal end of the actuator coupler. There was evidence of scratching on the outer surface of the coupler. There was no other damage noted to the inner components. Potential causes for difficulty opening the clip and dc shaft bends can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) and manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty opening the clip and bending of the dc shaft may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. As part of the mitraclip manufacturing process, all devices are subject to 100 percent visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and the dc shaft met specification. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. The user also reported no issues while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. In this case, based on the information provided and the analysis findings that the clip actuated as expected, it is possible that there were unidentified procedural interactions (e.g. Patient anatomy and curves on the device) which resulted in more tension on the device, such that the clip was difficult to open. Subsequently, the additional attempts to open the clip during troubleshooting steps likely put a compressive load on the actuator mandrel, resulting in the bending of the dc shaft (out of specification condition). Based on the information reviewed, the reported dc shaft bend was related to the bend in the actuator mandrel; however, a definitive cause for the bend in the mandrel and the clip actuation issues cannot be determined. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.